Event description:
It was reported that patient underwent a procedure utilizing a cannulated screw system on (B)(6) 2014. During the procedure, one of the screws fractured causing a delay of one hour in the procedure. A fractured portion of the screw was retained by the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.